Event description:
New information notes that upon review of the episodes on the patient's implantable cardioverter defibrillator (ICD), the inappropriate exit out of automatic mode switching was a result of atrial under-sensing. No competitive atrial pacing was noted on any episodes. The patient was stable throughout.

Manufacturer narrative:
Correction - b5 - initial report from 20 jan 2023 did not mention that the competitive atrial pacing and a delayed automatic mode switching was observed on the patient's implantable cardioverter defibrillator (ICD).

Event description:
It was reported that a patient presented remotely on (B)(6) 2023 after the patient was experiencing shortness of breath and was sluggish after an apparent atrial arrhythmia. It was suspected that competitive atrial pacing and a delayed automatic mode switching contributed to the arrhythmia. Programming changes were discussed, but no intervention was reported.